Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. This is the first complaint reported to date for this lot number for these failure modes. The device was returned. The investigation is confirmed for a complete circumferential break at the proximal balloon glue joint. The edges of the break were stretched and jagged, which may indicate that the catheter was subjected to excessive force. The investigation is inconclusive for material rupture and sheath retraction issues as full functional testing could not be performed due to poor sample condition (i.e. Cut balloon). It is possible that the break at the glue joint was a result of the reported retraction difficulty. It is likely that the application of excessive force contributed to the reported event. The definitive root cause could not be determined based upon the available info. It is unknown if patient and/or procedural issues contributed to the reported event.

Event description:
It was reported that the pta balloon ruptured at less than rpb and became lodged in the introducer sheath during retraction. The balloon and introducer sheath were removed together as a single unit without incident. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard